Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2011 to report that a check disk retainer ring message showed up on the orthopat machine. No operator or donor injury was reported. Upon eval of the device the reported problem was verified. The error caused by a blood spill on the driver printed circuit board. The machine was decontaminated and the damaged component was replaced. The machine is now ready for use. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company's svc records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).

Event description:
A customer contacted haemonetics on (B)(4) 2011 to report that a check disk retainer ring message showed up on the orthopat machine. No operator or donor injury was reported.